Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Reporting institution phone # (B)(6).

Event description:
It was reported that the alarms no longer appeared and the image was frozen. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who stated that the system showed the behavior due to a problem with the connection to the local database. A reboot of the system did not resolve the issue. The rse reviewed the device logs but could not determine the cause of the reported issue, but believed it was related to the application data base. The rse advised that a software update to 4.4.5 may resolve the issue and will have a philips field service engineer (fse) scheduled. A philips field service engineer (fse) visited the customer site. It was determined that a pic software upgrade was needed to resolve the issue. Application patch 4.4.5 was installed and the device fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.